Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device is unknown, therefore, a device analysis cannot be completed. As a result, the service history review and/or device history review were not performed as part of the investigation. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced a peritoneal leak coincident with peritoneal dialysis therapy. A surgery was scheduled to repair the leak. There were no symptoms of overfill reported. The outcome and cause of the leak were not reported. Additional information is unavailable at this time.